Event description:
The patient started the treatment on (B)(6) 2012. The patient reported the symptoms of burning sensation, with rash, hives, and itching on different parts of the body, including (arms, legs, chest and stomach). The patient indicated visiting a general physician, who prescribed epinephrine (a hormone and neurotransmitter) injection and steroids to alleviate the reported symptoms. The patient was referred to an allergist, but no additional information was provided. The treatment was discontinued on (B)(6) 2012.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. The event is being filed as an MDR, because of the fact that 'epinephrine' was prescribed and the actions taken by the patient, to alleviate the reported symptoms appear to be potentially serious in nature. No evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the patient symptoms.